Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that this lead was disposed and thus will not be returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision took place and this rv laed was replaced. The lead will be returned. No additional adverse patient effects were reported.